Event description:
Baxter venezuela reported after two or three hrs of the minicap being connected to the pt, the cap began to leak betadine from both sides. Per baxter venezuela, no pt injury or med intervention was associated with the incident.